Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell onto the floor and the touchscreen no longer turns on. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for insulin therapy.